Manufacturer narrative:
The device was not returned as the event occurred after the index procedure; thus, the delivery system was used then discarded, and the stent remains implanted in the patient. Investigation is not yet complete. A follow-up report will be submitted with any additional relevant information. The 3.0x30mm cobra pzf stent mentioned, is being filed under a separate manufacturer report number.

Event description:
A (B)(6) -year-old male with a medical history of absence left main coronary artery with anomalous origin of left anterior descending (lad) and left circumflex (lcx) from aortic sinus, and coronary artery disease presented with a non-st-segment elevation myocardial infarction (nstemi). Coronary angiography, performed on (B)(6) 2015 for evaluation, resulted with significant stenosis (70 to 90%) in proximal lad, significant stenosis (70 to 90%) type b1 lesion at the first diagonal branch (d1), and mild stenosis (less than 50%) in right coronary artery (rca). The patient enrolled in (B)(6) trial. Percutaneous coronary intervention (pci) was performed. After pre-dilating the target vessels, a 2.75x24mm cobra pzf stent was implanted in the middle proximal lad at 12 atmospheres (atm), a 3.0x30mm cobra pzf stent was implanted in the lad ostium at 14 atm, and a 2.5x30mm cobra pzf stent was then deployed in the d1 at 12 atm. Post-dilatation was then performed in the proximal lad. The patient had recurrent symptoms on (B)(6) 2016, and was hospitalized. Diagnostic coronary angiography on (B)(6) 2016 resulted with proximal lad sub-occlusive restenosis (90-99%) with timi 1 flow at the stent implantation site. The lesion was treated with a drug-eluting stent (des)deployed at the middle lad downstream of the previous stent and a 2nd des stent deployed in the proximal lad upstream. Balloon dilatation was then performed in the proximal stents and in the lad ostium. The procedure was concluded with good result. The patient was discharged (B)(6) 2016 with dual antiplatelet therapy. On (B)(6) 2017, the patient was re-hospitalized for a planned coronary angiography. An angiogram showed old occlusion in the 1st diagonal. The occlusion was unable to be crossed with a guide wire. No additional information was provided.

Event description:
A (B)(6) male with a medical history of absence left main coronary artery with anomalous origin of left anterior descending (lad) and left circumflex (lcx) from aortic sinus, and coronary artery disease presented with a non-st-segment elevation myocardial infarction (nstemi). Coronary angiography, performed on (B)(6) 2015 for evaluation, resulted with significant stenosis (70 to 90%) in proximal lad, significant stenosis (70 to 90%) type b1 lesion at the first diagonal branch (d1), and mild stenosis (less than 50%) in right coronary artery (rca). The patient enrolled in cobra trial. Percutaneous coronary intervention (pci) on (B)(6) 2015 was performed. After pre-dilating the target vessels, a 2.75x24mm cobra pzf stent was implanted in the middle proximal lad at 12 atmospheres (atm), a 3.0x30mm cobra pzf stent was implanted in the lad ostium at 14 atm, and a 2.5x30mm cobra pzf stent was then deployed in the d1 at 12 atm. Post-dilatation was then performed in the proximal lad. The patient had recurrent symptoms on (B)(6) 2016, and was hospitalized. Diagnostic coronary angiography on (B)(6) 2016 resulted with proximal lad sub-occlusive restenosis (90-99%) with timi 1 flow at the stent implantation site. The lesion was treated with a drug-eluting stent (des)deployed at the middle lad downstream of the previous stent and a 2nd des stent deployed in the proximal lad upstream. Balloon dilatation was then performed in the proximal stents and in the lad ostium. The procedure was concluded with good result. The patient was discharged (B)(6) 2016 with dual antiplatelet therapy. On (B)(6) 2017, the patient was re-hospitalized for a planned coronary angiography. An angiogram showed old occlusion in the 1st diagonal. The occlusion was unable to be crossed with a guide wire. No additional information was provided.

Manufacturer narrative:
As the stent remains implanted in the patient and the event occurred well after the procedure, it was not returned for analysis. A review of the lot history record indicated that there were no non-conformances related to restenosis for this lot. A risk assessment review confirmed that restenosis and myocardial infarction are captured as foreseeable events. Additionally, restenosis and myocardial infarction are labeled in the cobra pzf instructions for use as potential adverse events. The investigator believes the event is not related to the procedure or the study device. Per the sponsor, intracoronary stent restenosis is multifactorial; the patient lesion type, disease progression, comorbidities, and vessel trauma during the index procedure could be contributing factors, however, relation to the study device could not be excluded. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.